Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose levels was 225 mg/dl. The customer reported that the side of the battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the device was monitored and functioned properly. Device also received with cracked battery tube threads and cracked case behind the device at the corner of the belt clip rails